Event description:
Second skin blister pads was applied to patient's skin and removed the next day. A skin reaction took place exactly where adhesive made contact with skin. Pad left mark and is still "fade-ing" after one week. Dates of use: two days in 2007. Diagnosis or reason for use: blister. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.